Manufacturer narrative:
(B) (4) - device reposition. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. It is unknown whether the product has been reprocessed or resterilized the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a endovive two-port ttp jejunal feeding tube kit was used during a percutaneous-gastrostomy/jejunal tube placement. The intestinal tube was placed. However, the surgeon was unable to place the intestinal tube in the proximal jejunum. The surgeon left the intestinal tube in the ventricle. The patient returned on (B) (6) 2009 for another gastroscopy. At this time, the surgeon succeeded in placing the intestinal tube in the right position. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.